Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain, cloudy effluent fluid and peritonitis, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis is unknown; however, there is no indication the events were caused by the utilization of any fresenius product or device. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient called the outpatient dialysis center (clinic) on (B)(6) 2019 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient presented to the clinic on (B)(6) 2019, and peritoneal effluent fluid cultures and a cell count were obtained. The cultures returned negative for growth; however, the cell count revealed an elevated white blood cell count of 11,000 u/l. Beginning (B)(6) 2019, the patient was treated as an outpatient with intraperitoneal vancomycin 2 grams (every 5 days) and ceftazidime 1 gram (everyday) for twenty one days. Per the pdrn, the cause of the peritonitis is unknown; however, there is no indication the events were caused by using any fresenius product or device. The patient is recovering from the events and continues to perform ccpd therapy at home utilizing the same liberty select cycler without issue.